Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was repositioned multiple times but continued to exhibit high impedance, high thresholds and low sensing. Tissue was noted to be embedded into the lead helix once removed. The lead was explanted and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrin sically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breach/ cut and blood ingress on proximal conductor.the insulation breach is likely the cause for the complaints of under sensing and high thresholds. There was no tissue visible on helix. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.